Event description:
Wire got stuck in medtronic lv lead and tension prevented the wire from coming back smoothly. Using manual traction they were able to pull the wire back along the lead body but required substantial force. When the wire reached the portion of the lead in the svc/subclavian junction it stopped and would not retract out of the lead any further. Enough manual traction was applied to break the wire twice without it releasing from the lead. After unsuccessful removal of wire, the decision was made to remove the lead entirely and reimplant a new lead. Access was retained by puncturing the original lead with a micropunction and advancing the micro puncture wire through the distal lumen of the lead. New lead was positioned and tested using a boston scientific choice-pt wire and had no issues. It was confirmed that the original wire was flushed prior to insertion into the lead. There was no resistance felt by the customer as they were advancing the whisper wire initially. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).